Event description:
The tubing was being primed prior to use during a procedure. The pressure tubing popped off of the male adapter that connects to the manifold.======================manufacturer response for custom manifold kit k09-05755 revision f, (brand not provided) (per site reporter),======================device will be returned to the manufacturer. Manufacturer will send a report after evaluation is completed and will have the sales rep follow up with facility. This is the 3rd reported event for this device.device #1is this a laboratory device or laboratory test?no.